Event description:
As reported, customer complaint low angulation and insertion tube bending problems. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found device forceps elevator has foreign material. This report is being submitted, reported due to foreign material found on forceps elevator.

Manufacturer narrative:
The subject device was received and evaluated at service repair olympus india. Inspection found the customer reported issue could be confirmed as the device rubber found wear and discolored, low angulations and major free play due to deformation of bending tube were determined. Further inspection found foreign material found at back side of forcep raiser. In addition, the following findings were noted during inspection: adhesive on a-rubber has scratch. Connecting tube has a scratch. Forceps channel port is shaved. Control unit is dirty. Sw4 has a scratch. S-cylinder is shaved. R/l knob is dirty. S-cover has a scratch. S-connector is dirty. S-connector has a scratch. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of r/l knob is out of the standard value. Due to damage on ccd unit, the image has black dots. C-cover is dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user¿s reprocessing around the forceps elevator after procedure was insufficient, and/or the user did not reprocess the device immediately after procedure, and then, foreign materials attached to the forceps elevator were dried and solidified. A definitive root cause cannot be identified. Brushing methods around the forceps elevator are described in the following section of instructions for use (reprocessing manual) "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet the following description is included in IFU (reprocessing manual) 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor the field performance of this device.